Event description:
Instrument was arching and sparking. Flames were observed by operating room team and surgeon twice on the patient's tissue. The patient's tissue was observed to be smoking after flames. Instrument removed immediately and replaced.